Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient bumped their ipg site against a car door, and was alleging something is wrong with the ipg. Surgical intervention was undertaken wherein the ipg was explanted and replaced. The issue has reportedly resolved postoperatively.